Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement. However, unit received with long trace displays charge, battery lasts less than expected and pump received error detected alarm due to j6 connector resistance issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.